Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that recommended bolus amount was inaccurate. Reportedly, the customer entered a blood glucose (bg) value of 142 (mg/dl) and the pump recommended a bolus of 6 units. The customer reported having accidentally set the correction factor as 1:7 mg/dl instead of 1:70 mg/dl. The customer acknowledged the user error and reported no issues with the pump and supplies.